Event description:
On (B)(6) 2022 pt complained of shocking sensation from power cord. Noted separation between the controller and power cables which could be the cause of symptoms. Modular cable and system controller replaced in clinic.